Event description:
I've been using the dexcom g7 continuous glucose monitor for the last several months. Recently the sensors will not stay connected to the receiver (in this case my cell phone). Every time I try to check my blood glucose reading it tells me there is an error. Sometimes I can work around this by turning my phone's bluetooth off and then back on, but this works for a very short amount of time. This error is happening multiple times per day and often overnight, leaving me vulnerable to dangerously low blood sugars overnight (normally the sensor would alert me in that situation, but with no readings it won't do that). I have contacted dexcom about this issue. They responded that it was normal. I requested a follow up call, because the sensor is unusable and this does not seem normal, and they never responded to that request. This issue has gotten noticeably worse over the last 3 sensors I've used. Some days every single time I try to check my blood sugar (5-8 times per day) it fails to give me a reading. Often it shows no information for the previous 4-12 hours. The bluetooth workaround takes 10-30 minutes to reconnect the sensor and start receiving data, and does not help to keep the sensor connected. Reference reports: mw5158743, mw5158744.